Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ngp1); product type: 0200-lead; implant date (B)(6)2023; explant date (B)(6)2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated they had a lead wire that broke completely and it had to be replaced, they noted that the healthcare provider(hcp) could not get them in right away so they had to have the broken lead in place for a while prior to replacement.